Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be an electrically leaky filter, designator fl9, on the analog pcb assembly due to process residue on the board surface. The excessive current leakage depleted the internal hlc battery.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Event description:
During an inspection, it was reported that the device illuminated the battery and attention icons. Physio-control evaluated the device and found that the internal hlc batteries were depleted and the device was unable to deliver defibrillation therapy.